Manufacturer narrative:
The cartridge instructions for use state: replace the cartridge every 48 hours if using humalog. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 650 mg/dl and ketones were present. A bolus via the pump was delivered. The customer was hospitalized for high bg and was "almost in diabetic ketoacidosis". The customer was treated with intravenous insulin and fluids. The customer did not know the cause of the high bg; however, after running multiple unspecified tests, the doctors thought that the pump may be the cause. Reportedly, the customer changes pump supplies every 3 days. The customer did not know how long the cartridge had been in use at the time of the hospitalization. Tandem technical support (cts) advised the customer that humalog was labeled for 48 hour use with the cartridge. The customer was discharged on (B)(6) 2018 with high bg and ketones resolved. Cts performed a pump system check using the current pump supplies and no device issue was identified.